Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-06222. It was reported during postoperative ipg replacement (ref MFR. Report#1627487-2018- 05460) a lead fracture was suspected due to high impedances on multiple lead contacts. As a result, one lead was explanted and replaced during the case. Postoperative impedances were within normal range as well as adequate stimulation was restored thus resolving the issues. Note: both leads are being reported as its unknown which lead caused the issue.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-06222.